Manufacturer narrative:
Lot number ¿ this report contains allegations against lot numbers 18a005, 18a047, 18c005, 18c024, and 18d036. Eleven (11) single-use devices were received for evaluation. For the first ten returned devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified for the ten returned devices. For the eleventh returned device, visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, there was no evidence of flow from the distal luer. Microscopic inspection on the luer revealed that the cause of the flow problem was due to air bubbles blocking the fluid path inside the lumen of the glass capillary inside of the luer. The reported condition was verified for the eleventh device. The cause of the air bubbles could not be determined. A batch review was conducted for lot numbers 18a005, 18a047, 18c005, 18c024, and 18d036, and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 11 </noe> malfunction events. It was reported that eleven small volume infusors did not flow. Three of the events occurred during priming, and eight events occurred during infusion with no patient consequences. No additional information is available.